Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a tavi procedure. Reportedly, a cuff miss occurred. Another proglide device was used, but a cuff miss occurred again. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. The successfully pre-placed sutures of the two proglide devices were used to achieve hemostasis. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under separate medwatch report number.